Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic even when not menstruating/pelvis pain"), adenomyosis ("uterine edometriosis") and endometriosis ("ovarian endometriosis/reproductive system disorder or condition type of disorder or condition : endometriosis,") in a 21-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included spontaneous abortion and hemorrhage postpartum in 2001. Previously administered products included for an unreported indication: depo provera from (B)(6) 2005 to (B)(6) 2006 and birth control pills from (B)(6) 2004 to (B)(6) 2005. Concurrent conditions included human papilloma virus infection. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infections"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("eventually progressed into an inability to have sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominal cramping/belly button pain"), abdominal pain lower ("lower abdominal even when not menstruating"), arthralgia ("hip pain even when not menstruating"), back pain ("back even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("development of ovarian cysts"), cystitis ("chronic bladder infections"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("urinary incontinence"), burning sensation ("burning sensation"), urine odour abnormal ("foul-smelling urine"), anaemia ("anemia"), pain in extremity ("legs pain") and incision site pain ("incision site pain"). The patient was treated with surgery (hysterectomy and bilateral salpingo oophorectomy and laparoscopy and pelviscopy with eletro-fulguration of endometriosis). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, endometriosis, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, ovarian cyst, migraine, headache, vaginal infection, cystitis, dyspareunia, depression, anxiety, alopecia, fatigue, micturition urgency, pollakiuria, urinary incontinence, burning sensation, urine odour abnormal, anaemia, urinary tract infection, female sexual dysfunction, vaginal haemorrhage, pain in extremity and incision site pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, incision site pain, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian cyst, pain in extremity, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, urine odour abnormal, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: event "she did not undergo conformation test" added from pfs. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic even when not menstruating/pelvis pain"), adenomyosis ("uterine edometriosis") and endometriosis ("ovarian endometriosis/reproductive system disorder or condition type of disorder or condition : endometriosis,") in a 21-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and hemorrhage postpartum in 2001. Previously administered products included for an unreported indication: depo provera from (B)(6) 2005 to (B)(6) 2006 and birth control pills from (B)(6) 2004 to (B)(6) 2005. Concurrent conditions included human papilloma virus infection. Concomitant products included ibuprofen, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infections"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("eventually progressed into an inability to have sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominal cramping/belly button pain"), abdominal pain lower ("lower abdominal even when not menstruating"), arthralgia ("hip pain even when not menstruating"), back pain ("back even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("development of ovarian cysts"), cystitis ("chronic bladder infections"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("urinary incontinence"), burning sensation ("burning sensation"), urine odour abnormal ("foul-smelling urine"), anaemia ("anemia"), pain in extremity ("legs pain") and incision site pain ("incison site pain"). The patient was treated with surgery (hysterectomy and bilateral salpingo oophorectomy), surgery (laparoscopy and pelviscopy with eletro-fulguration of endometriosis). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, endometriosis, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, ovarian cyst, migraine, headache, vaginal infection, cystitis, dyspareunia, depression, anxiety, alopecia, fatigue, micturition urgency, pollakiuria, urinary incontinence, burning sensation, urine odour abnormal, anaemia, urinary tract infection, female sexual dysfunction, vaginal haemorrhage, pain in extremity and incision site pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, incision site pain, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian cyst, pain in extremity, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, urine odour abnormal, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2006 in current follow up reported as: (B)(6) 2006. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Implanted date, explanted date and product indication updated. New events:abnormal bleeding (vaginal), legs pain, incison site pain added.concomitant drugs, concomitant disease, historical conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic even when not menstruating/pelvis pain"), adenomyosis ("uterine edometriosis") and endometriosis ("ovarian endometriosis/reproductive system disorder or condition type of disorder or condition : endometriosis,") in a 21-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and hemorrhage postpartum in 2001. Previously administered products included for an unreported indication: depo provera from (B)(6) 2005 to (B)(6) 2006 and birth control pills from (B)(6) 2004 to (B)(6) 2005. Concurrent conditions included human papilloma virus infection. Concomitant products included ibuprofen, oxycocet (percocet) and vicodin (norco). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety") and urinary tract infection ("urinary tract infections"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced female sexual dysfunction ("eventually progressed into an inability to have sexual intercourse"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced endometriosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), abdominal pain ("abdominal cramping/belly button pain"), abdominal pain lower ("lower abdominal even when not menstruating"), arthralgia ("hip pain even when not menstruating"), back pain ("back even when not menstruating"), uterine pain ("uterine pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), ovarian cyst ("development of ovarian cysts"), cystitis ("chronic bladder infections"), micturition urgency ("urinary urgency"), pollakiuria ("urinary frequency"), urinary incontinence ("urinary incontinence"), burning sensation ("burning sensation"), urine odour abnormal ("foul-smelling urine"), anaemia ("anemia"), pain in extremity ("legs pain") and incision site pain ("incison site pain"). The patient was treated with surgery (hysterectomy and bilateral salpingo oophorectomy), surgery (laparoscopy and pelviscopy with eletro-fulguration of endometriosis) and surgery (laparoscopy and pelviscopy with eletro-fulguration of endometriosis). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, endometriosis, dysmenorrhoea, abdominal pain, abdominal pain lower, arthralgia, back pain, uterine pain, menorrhagia, menstrual disorder, ovarian cyst, migraine, headache, vaginal infection, cystitis, dyspareunia, depression, anxiety, alopecia, fatigue, micturition urgency, pollakiuria, urinary incontinence, burning sensation, urine odour abnormal, anaemia, urinary tract infection, female sexual dysfunction, vaginal haemorrhage, pain in extremity and incision site pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, burning sensation, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, incision site pain, menorrhagia, menstrual disorder, micturition urgency, migraine, ovarian cyst, pain in extremity, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection, urine odour abnormal, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic even when not menstruating") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hormone replacement therapy. In (B)(6) 2006, plaintiff underwent the essure procedure for permanent birth control. After having the essure implanted, she began experiencing symptoms, which included: abnormally severe menstrual pain; severe abdominal cramping, even when not menstruating; severe pelvic, lower abdominal, hip, back, and uterine pain, even when not menstruating; abnormally heavy menstrual bleeding; prolonged and abnormal menstruation; development of ovarian cysts, uterine endometriosis, and ovarian endometriosis; migraines; headaches; chronic vaginal infections; chronic urinary tract infections; chronic bladder infections; vaginal discharge; painful intercourse, which eventually progressed into an inability to have sexual intercourse; depression; anxiety; hair loss; chronic fatigue; urinary bladder problems, including, urgency, frequency, incontinence, burning sensation, and foul-smelling urine; and anemia. On (B)(6) 2013, plaintiff underwent a laparoscopy and pelviscopy with electro-fulguration of endometriosis. Her symptoms persisted and, as a result, in early spring of 2015, she met with physician to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. As such, in (B)(6) 2015, plaintiff underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her cervix, uterus, both fallopian tubes, and both ovaries were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, as a result of plaintiff having to undergo a hysterectomy and bilateral oophorectomy, she is now on hormone replacement therapy. At the time of the report, event´s outcome was unknown. The reporter considered events to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.